Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle suture combination was received sample that pertains to product code vcp945. Upon visual analysis of the returned sample, it was revealed that the appearance of the needle was dark instead of silver. This does not conform to the requirements, as the needle has an incorrect finish. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported by the customer that the "vicryl 2.0 CT-1 suture needle was rusty looking, seems like coating was scraped off". Device did not come into a contact with the patient. No delay in the procedure reported. No other details provided. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance, was rust residue observed? Are there any photos of the foreign matter available? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).